Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address or serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received excessive no delivery alarm. No further details were given. Blood glucose level at the time of the incident was 7.8 mmol/l. No harm requiring medical intervention was reported. The pump will be returned for analysis.